Event description:
It was reported that after opening the stent package, the pigtail straightener was found missing.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened ureteral stent kit, and 1 unopened guidewire. Visual inspection of the sample noted the pigtail straightener was missing from the packaging. This was out of specification per inspection procedure, which states, "all components shall be present and correct." A potential root cause for this failure could be incorrect operation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that after opening the stent package, the pigtail straightener was found missing.